Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final implantation of the actis stem, the surgeon needed to remove the stem to address a femoral fracture. The surgeon used our actis stem extractor and the extractor would not thread into the actis stem. Looking at the inserter the staff noticed the threads on the extractor shaft were stripped. The hospital had their own stem extractor set that was used instead and the surgeon was successful in removing the stem and was able to fix the fracture and insert the final stem to complete the surgery. A surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.